Manufacturer narrative:
(B)(4). Date of initial report: 11/03/2016. One used ls3112 was received for evaluation, and the reported issue of difficult activation was not confirmed. Testing of the device found it was recognized by the generator and there were no issues with the cord dot-recognition fixture. Sealing was performed multiple times with the device, and all seal cycles were completed satisfactorily with end tones. However, an alternate and non-contributing issue was identified. Visual inspection found one of the snaps on the jaw was broken and missing. Review of the device history records for this lot found no potentially contributing factors. A 100% visual inspection of the snap pins is performed during assembly, and it is unlikely the product was damaged when it left the manufacturing facility. Snap damage can be caused during use by misaligning the snaps during assembly or by multiple assembly attempts. The investigation identified the root cause of the found issue to be user error. The instructions for use included with this product lists measures for proper assembly.

Event description:
The customer reported that during a vaginal procedure, the device would not coagulate. The issue occurred with connection and because of this the device was not used on a patient. Examination of the received device on october 17, 2016 found a snap pin is missing. The location of the missing pin is unknown, but could not have fallen within the patient.